Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was not confirmed nor reproduced during service evaluation. Upon review of the event history log, the quality engineer has confirmed the reported condition as a battery issue. The assignable cause was a battery low alert. No repairs were performed for the reported condition. Additional information: the user software version is 5.09.90. A service history review revealed no previous service events were related to the reported condition. However, during previous service the batteries and harness were replaced.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition was found upon power up of the device in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.